Manufacturer narrative:
The reported event of failure to advance guidewire was confirmed. Final analysis found that as received, a completed lead was returned in once piece. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon visual and x-ray examination,it was noted that the inner coil was compressed/damaged near the distal tip region. The cause of the reported event was isolated to the damage found near the distal tip region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited failure to advance guidewire. The left ventricular lead was removed and replaced. The patient was in stable condition.